Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that metal coil clipping was found between the outer coil and inner insulation in the connector region. The metal clipping did not breach the inner insulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic with a dislodged right ventricular lead. The dislodgement was confirmed via an x-ray. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.